Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device per884, and no non-conformances were identified. Additional h3 device evaluation summary: an opened sample of product code sxpp1b412, lot # per884 was returned for analysis. During the visual inspection of the opened sample, the suture was observed broken and the section of the loop was not received. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Additional h3 device evaluation summary: eight unopened samples of product code sxpp1b412, lot # per884 were returned for analysis. During the visual inspection of eight unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2019 and the barbed suture was used. The barbed suture snapped whilst pulling on tissue during closure of fat layer. The incision was short and there was sufficient length of suture remaining. Other type suture was used to complete the closure. There were no patient consequences reported.